Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the final root cause of the loss of image was unable to be identified as the device was not returned for evaluation.olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device is not expected to be returned to olympus for further evaluation and testing. The repair order has been cancelled. Additional details have been requested regarding the reported issue, but no additional information was provided. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. H3 other text : device not returned.

Event description:
The customer reported that the subject device was not recognized by the video processor and no image was displayed. Reportedly, connector contacts were clean and only the subject device was having issues. It was suspected that the issue was with the cable. There was no harm or user injury reported due to the event. This report is being submitted for the reportable malfunction of no image.